Event description:
Reportedly, patient with bivona tracheostomy tube, which had been placed the day before, was noted to have a leak around tube cuff. Trach tube was changed and old tube was examined. Reportedly, a leak was noted at the insertion site of the pilot line into the flange. No patient harm reported.